Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify pump error 25 due to critical pump error (open book image) alarm. The insulin pump was received with cracked case corner of belt clip rails, label damage. Device p-cap or test reservoir lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error alarm and there was a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.